Event description:
Review of telemetry strips reveals that the amount programmed was for a pump catheter priming bolus per procedure. The pump was programmed to deliver 1.001 mg/day in simeple continuous mode after the priming bolus was complete.

Event description:
The hcp reported that the pt had undergone a 2 day epidural trial of hydromorphone prior to surgery. Trial went up to calculated epidural equivalent of - 0.8mg/day of intrathecal hydromorphone. Themedication was obtained from the hosp pharmacy for the surgery; it is unk if the drug was compounded. However, synchromed ii is not labeled for hydromorphone. The pt was also previously prescribed pamelor, sedatives, hypnotics and oral opioid medications (specific drugs and doses are unk). The pt was not weaned from any medications prior to surgery. The pt was under laryngeal mask anesthesia for 45 mins during the procedure. She was monitored in the recovery room for 30-45 mins and was discharged that evening. The hcp reported that the pt was "morphine intolerant systemically". Therefore dilaudid was chosen fo rintrathecal admin. The dose admin was calculated to be sufficient to manage ost-operative pain without using oral or systemic opioids. The hcp suspects that the pt may have "self-medicated" following discharge in anticipatio of post-operative pain. The pt fell asleep on the couch at 10 p.m. And was found expired in the same spot in the a.m.

Event description:
The hcp reported that the pt expired. A drug delivery device was implanted in 2005. The pt was discharged to home that evening and was found deceased the next day. The pump contained dilaudid 20 mg/ml. The pump was programmed to deliver 7.909 mg over a 24 minute period. An autopsy was performed; on "preliminary findings, no obvious cause of death". The pump will not be returned for analysis. A follow-up report will be sent if additional info becomes available to the co.